Manufacturer narrative:
(B)(4).

Event description:
It was reported that a capture anomaly was observed during a routine follow-up. Patient was asymptomatic. Capture threshold had increased and complete loss of capture was observed at lower values. The atrial lead was fractured. The lead was successfully capped and replaced. The patient was stable both during and post procedure.